Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when going to prime 1.2 micron filter tubing for lipid administration, unable to prime line past the filter near the end of the line. ?faulty line impact of incident: reprimed another 1.2 micron filter line for my lipids. No poor outcome just close call as noted it hadnt primed all the way. Who was affected? No person affected. Unexpected or prolonged care? No.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that they were unable to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when going to prime 1.2 micron filter tubing for lipid administration, unable to prime line past the filter near the end of the line. ?faulty line impact of incident: reprimed another 1.2 micron filter line for my lipids. No poor outcome just close call as noted it hadnt primed all the way who was affected? No person affected. Unexpected or prolonged care? No.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when going to prime 1.2 micron filter tubing for lipid administration, unable to prime line past the filter near the end of the line. ?faulty line impact of incident: reprimed another 1.2 micron filter line for my lipids. No poor outcome just close call as noted it hadnt primed all the way who was affected? No person affected unexpected or prolonged care? No.

Manufacturer narrative:
Correction: h6: investigation summary no product or photo was returned by the customer. The customer complaint that they were unable to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 22125445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.